Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high" with ketones, although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer required assistance from a friend to retrieve syringes and new infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.